Manufacturer narrative:
D4 - primary UDI number: corrected. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the top housing screw hole is broken. Per functional testing, the device failed occlusion test; motor not running occurred during testing; wrong screw found on drive train and whole assembly was loose and shaky hence device failed drive test. Worm coupling and position pot are worn out and noisy; top housing screw hole is broken; plunger left case screw hole is broken and size pot post is broken. The complaint was confirmed. The cause was a wrong screw found on drive train and assembly was loose. Replaced top housing, plunger kit, size pot, position pot and worm coupling has been performed. Functional testing performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a ¿defective engine¿. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
E1 - initial reporter email (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.